Event description:
During the procedure,the system kept receiving errors.the rep did not have further details about the exact error or the date of the procedure,but stated there was no patient consequence.